Manufacturer narrative:
(B)(4)

Event description:
It was reported that "sheath was blocked. No patient involvement."

Event description:
It was reported that "sheath was blocked. No patient involvement.".

Manufacturer narrative:
(B)(4). The customer provided one image for analysis. The image shows a dilator and sheath contained within their packaging. The customer complaint was not able to be confirmed by the image alone. The customer also returned one sheath and dilator for analysis. Obvious signs of use were noted on the sample. Visual analysis of the returned components did not reveal any obvious defects or anomalies. The overall length of the sheath measured 653mm. The outer diameter of the sheath measured 0.1531", which is within the specification limits of 0.151" - 0.155" per the sheath product drawing. The overall length of the dilator measured 28.858", which is within the specification limits of 28 3/4" - 29 1/4" per the dilator product drawing. The outer diameter of the dilator measured 0.1240", which is within the specification limits of 0.123" - 0.126" per the dilator extrusion drawing. The instructions for use (IFU) provided with this kit instructs the user, "ensure dilator hub fully snaps into sheath cap. Thread tapered tip of sheath/dilator assembly over gu idewire. Grasping near skin, advance assembly into vessel with slight twisting motion to desired position." The returned dilator was advanced through the sheath, and the hub snapped into place with little to no resistance. Then a lab inventory guidewire was advanced through the sheath/dilator assembly, and little to no resistance was encountered. The sheath was also flushed through the sidearm using a lab inventory ars, and the sheath was able to flush as intended. No blockages were identified. Per the IFU statement, "prepare sheath for insertion by flushing through side arm." A device history record review was performed, and there was one potential finding. A non-conformance was initiated for part number eb-07965-001b 'extrus: 1-l 9fr x 29-3/8" ldpe blank', batch 34c20l0235. The IFU provided with this kit informs the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of a blocked sheath could not be confirmed through investigation of the returned sample. The sheath passed all relevant visual, dimensional, and functional requirements including flush testing and advancement of the dilator through the sheath. Based on the sample received, the customer complaint could not be confirmed. Teleflex will continue to monitor and trend on reports of this nature.